Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. It was also reported that the customer received excessive no delivery alarms. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The device had cracked reservoir tube lip, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.